Event description:
It was reported that this electrode delivered an inappropriate shock. An untreated episode was also recorded. Technical services (ts) was consulted and noted from their evaluation of these reported episodes, a signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by unstable tissue contact, impairment of the electrode, or other contact disturbances in the device header. In-clinic troubleshooting and programming recommendations were advised. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service. Additional information received 12-sep-2024 indicates this patient was seen at sant'orsola hospital for device evaluation, and dr. Ziacchi suspects an electrode fracture. As such, a request was made to have device data analyzed by technical services (ts). No further information has been provided.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock. An untreated episode was also recorded. Technical services (ts) was consulted and noted from their evaluation of these reported episodes, a signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by unstable tissue contact, impairment of the electrode, or other contact disturbances in the device header. In-clinic troubleshooting and programming recommendations were advised. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock. An untreated episode was also recorded. Technical services (ts) was consulted and noted from their evaluation of these reported episodes, a signal signature is consistent with changes in the impedance pathway of the sensing vector. This can either be caused by unstable tissue contact, impairment of the electrode, or other contact disturbances in the device header. In-clinic troubleshooting and programming recommendations were advised. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service.